Manufacturer narrative:
A visual evaluation of the returned device found that the guidewire could not be removed from the device. The guide catheter is detached from the delivery system, it is kinked approximately at 30.1 cm from the distal end, flattened and kinked approximately at 40.5 cm from the distal end. The pull wire is completely retracted and kinked and the pull wire cap is detached and it was not returned with the device. Proximal tip of the pull wire was bent, indicating that the cap was securely attached during manufacturing. The guidewire port is torn. The push catheter is bent and kinked approximately at 27cm, 30cm and 34 cm from the handle. Based on the product analysis, it is likely that procedural/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. Device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the delivery system to bend/coil leading to kinks and bends in the device, resulting in difficulty deploying stent. Force to deploy the stent could ultimately cause detaching of guide catheter and additionally, the pull wire kinking and the detachment of the pull wire cap due to attempts to release the stent. Besides, continued efforts to remove/advance the guidewire likely caused tearing of the guidewire port. A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and no anomaly was found.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # 3005099803-2016-00793 and MFR. Report # 3005099803-2016-00794). It was reported to boston scientific corporation that a naviflex¿ rx delivery system was used during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure in the common bile duct. According to the complainant, during the procedure, the advanix biliary double pigtail stent was bent at the point where it was being pushed by the introducer. Furthermore, the guide catheter broke off and lodged inside the stent. The broken catheter was retrieved and the procedure was completed with the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Reported event of "catheter broken." According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # 3005099803-2016-00793 and MFR. Report # 3005099803-2016-00794). It was reported to boston scientific corporation that a naviflex¿ rx delivery system was used during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure in the common bile duct. According to the complainant, during the procedure, the advanix biliary double pigtail stent was bent at the point where it was being pushed by the introducer. Furthermore, the guide catheter broke off and lodged inside the stent. The broken catheter was retrieved and the procedure was completed with the device. There were no patient complications reported as a result of this event.